Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the filter was not returned, but the investigation is based on review of provided imaging. The image review found the filter placed without significant tilt, but the filter hook appeared to terminate at the inferior endplate of the l1 vertebral body. Max. Distance between primary filter legs was about 2.4cm, appearing normal. At retrieval approx. 4 months later the filter had moved approx. 3cm caudal and multiple primary and secondary filter legs perforated the vena cava; the left lateral most primary filter leg extended greater than 2cm outside of the column of contrast and at least 2 secondary legs extended greater than 3mm outside of the column of contrast, towards the left. There is also a filling defect within the cone of the filter that could represent retained thrombus versus tissue ingrowth, given the degree of penetration that is present. The filter was retrieved, necessitating utilization of a guidewire loop snare technique, as the filter hook appeared to abut the right lateral ivc wall. Much of the caudal filter movement is likely due to the penetration observed. As the filter legs extended through the wall of the ivc, the filter migrated inferiorly by nearly an equivalent length. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect pt filter. Implant date: (B)(6) 2017, explant date: (B)(6) 2017, g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress

Event description:
"Physician placed celect-pt filter in patient in (B)(6) 2017 with an ideal positioning. Upon retrieval in (B)(6) 2017, filter was tilted and had moved caudal by one vertebral body and leg penetrated. Had to use loop snare technique to remove. Noticed the difference in placement only recently because patient came back in for a new ivc filter, and was reviewing images." Patient was fine. No additional procedure needed.